Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer declined to send in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii bronchovideoscope is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.